Manufacturer narrative:
(B)(4).

Event description:
This patient underwent surgery on (B)(6) 2015 to further evaluate her pump system. Upon disconnecting the catheter from the pump, no cerebrospinal fluid (csf) flow was observed. The back incision was opened and it was determined that the patient's catheter was broken near the anchor. A new catheter was implanted and tunneled to the same pump pocket where a new 20cc pump was implanted. The patient's dose was decreased to account for the fractured catheter. The representative had no information on how the patient was doing postop.

Manufacturer narrative:
Concomitant: product ID 8709sc, lot# n175455006, implanted: 2008-(B)(6), product type catheter. Product ID 8835, serial# (B)(4), product type programmer, patient. Product ID 8840, product type programmer, physician. Product ID 8835, serial# (B)(4), product type programmer, patient. Product ID 8840, product type programmer, physician. (B)(4).

Event description:
Information was received from the consumer via the manufacturing representative, regarding a (B)(6) female patient receiving an unknown intrathecal medication via an implantable infusion pump. The indication for use of the device was for spinal pain. It was reported that the patient's pump isn't functioning correctly. The patient had experienced periodic episodes of withdrawal since the pocket revision in (B)(6) 2015, and that this past weekend her symptoms magnified into full withdrawal symptoms. The patient noted that taking oral dilaudid controlled these symptoms. Upon refilling the pump, it was reported that the physician often withdraws less drug than was expected per the 8840 (and this has happened numerous times.) The physician had trouble interrogating the patient's pump today (2015-(B)(6)) with the 8840, and the patient often has trouble communicating the personal therapy manager (ptm) with pump, despite being able to clearly feel the pump under the skin. This had been an ongoing issue since the pocket revision in (B)(6) 2015. The issue was not resolved at the time of this report. The patient status at the time of this report was "alive- no injury." It was further reported that to the manufacturing representative knowledge, no action had been taken since the time of the report. Follow-up was conducted to determine the reason for the pocket revision, any troubleshooting/actions/interventions that were performed due to the volume discrepancies and communication issues, and what drugs were in the pump. If additional information is received this report will be updated.